Manufacturer narrative:
Submit date: 4/26/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that the hub of the needle is broken and when taking the syringe out of the package, she noticed that at the collar the solution leaked out.